Event description:
It was reported that device site infection. Antibiotics were required. Treatment ongoing. System removed. Site washed out.

Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type: lead; product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 04-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.